Event description:
It was reported that the biomed performed 2000 hr preventive maintenance in an arctic sun device but now it was failing calibration. Per additional information updated from (B)(4) via task on 21jan2026, the calibration error 80 (water check time out - unable to reach calibration temperature) in an arctic sun device. Expected value was 6 and actual value was 2996. Device was received as sample.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) ctu error 80. During the evaluation it was found that the mixing pump had failed. Mixing pump was serviced. Device underwent 2000 h pm program. Circulation pump was serviced. Heater, manifold o-rings, drain valves, tank tubing and coin cell were replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.